Event description:
It was reported that a three liter eva bag had leaked. It is unknown at which step in the process this event occurred, however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one actual sample and ten companion samples for evaluation. The devices were visually inspected and a functional leak test was performed on the devices. The companion samples had no leak noted and met specification. The actual sample had a leak noted at the port tube, therefore, the reported condition of a leak was confirmed in the actual sample. The cause of the reported condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. No other observations were noted on the unit.